Event description:
The customer reported that he needed sensor insertion assistance and customer reported that he had to call 911 for low blood glucose of 20 mg/dl. Assistance provided to customer for sensor insertion. No further information provided.

Manufacturer narrative:
Reliability analysis not required due to the complaint related to enlite serter.